Manufacturer narrative:
Integra completed its internal investigation 27oct2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: product was not sent in for inspection nor was the lot number provided. DHR for suspected lots reviewed. No abnormalities related to the reported failure were identified. A two year lookback in the electronic database for this reported failure and or related to " loose mechanism" for this product ID shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: in summary product was not sent in for inspection as such the root cause could not be determined.

Event description:
The locking mechanism for the 2 pin rocker arm was very loose. It can be easily locked and unlocked. Additional information has been requested. Linked to mfg report numbers: 3004608878-2016-00230 and 3004608878-2016-00264 (similar issue, different hospitals reported to same distributor).